Manufacturer narrative:
Exact date unknown, event occurred in approximately over the winter of 2023 from date manufacturer was made aware.

Event description:
It was reported that patient had difficulty charging the battery. The patient underwent a battery replacement procedure and was doing well post operatively. The explanted device was disposed of by the facility.

Event description:
It was reported that patient had difficulty charging the battery. The patient underwent a battery replacement procedure and was doing well post operatively. The explanted device was disposed of by the facility.